Manufacturer narrative:
Product analysis: at analysis it was noted that though the unit was received mechanically in tact, no incoming testing was able to be performed because the main board was misaligned. The unit was cleaned and inspected, the main board was repositioned and the unit was then tested and calibrated on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for its preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.